Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device was completing boot-up cycle during power on. Stryker determined a failed system board was the cause of the reported issue. The device cannot be repaired. The device remained with the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was completing boot-up cycle during power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.